Event description:
The patient reported redness, moisture, itching, and skin irritation due to the tegaderm used during their trial implant procedure. Due to the moisture, the steri-strip did not stay in place and the trial device moved outside of the skin. The device was pulled as expected on (B)(6) 2025. Additional information was received on june 12, 2025. The area was cleaned with alcohol and the patient was instructed to keep it clean and dry. The skin issue has since resolved.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label and implanting the device too close to the targeted nerve have been ruled out as potential causes. However, the patient reported an adhesive sensitivity which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unrelated to curonix device as the patient has a sensitivity to adhesive (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.